Event description:
The patient reported experiencing elevated blood glucose of up to 550 mg/dl and e4 (occlusion) errors since 2009. She stated on the 3rd day she switched to her backup infusion device and her blood glucose decreased. At the time of the report, she had reconnected to the primary infusion device and an e4 was displayed while attempting to bolus. She disconnected from the infusion site and primed and e4 was displayed. She removed the infusion tubing and found that insulin was pooled at the luer connection. She primed through the adapter without error. She reconnected the infusion tubing and e4 was displayed again during priming. She removed the infusion tubing and stated that insulin pooled again at the luer connection. She attached a new infusion tubing and primed without error. She stated, she has changed the infusion tubing 5 times in the last week due to e4 and insulin pooling at the luer connection. The infusion sets were from 2 different boxes of infusion sets. She was not able to provide lot or expiration information. She does not recall when her adapter was last changed and she was advised to change it with every 10th insulin cartridge change. She stated that she does reuse insulin cartridge and her current cartridge has been used at least 2 times. She was advised to use insulin cartridges only one time. She was advised to change her adapter and insulin cartridge. She was sent replacement infusion sets, adapters, and insulin cartridges. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.